Event description:
It was reported that the ilet sleep/wake button was intermittently unresponsive with no haptic feedback, exhibiting an estimated 30% success rate, and the device would power on when placed on a charger; video evidence from the user confirmed the behavior, and a replacement was arranged with user education on shutdown and data sync. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included continued use of backup therapy as needed and ongoing cgm use via the dexcom app or receiver while awaiting the replacement. Investigation included remote review of user-provided video, troubleshooting guidance, and confirmation of device behavior. Investigation of this device was received and revealed an operational failure of the mechanical sleep/wake button consistent with a device user interface component malfunction, with no evidence of broader system failure or data loss on the current unit. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical failure of the button mechanism.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.